Event description:
It was reported the customer was receiving no delivery and motor error alarms. The mother also reported her son was experiencing high blood glucose. The son's blood glucose was 536 mg/dl the prior night. The mother also reported her son's insulin pump would often leak. The mother declined to troubleshoot for the leaks. It was also reported the customer's motor error alarms were occurring during priming. The mother stated they were able to complete the rewind sequence on the insulin pump. Customer was advised no delivery alarms during fill tubing were often caused by connection issue between the tubing cap and reservoir. The mother declined to troubleshoot for her son's high blood glucose. The customer's blood glucose was 216 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No motor error alarm was noted and the motor passed the motor test. The functional testing could not be completed due to the prime anomaly. The insulin pump was received with minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).